Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to the ipg being angled in the pocket. The patient also experienced difficulty recharging the ipg due to its angled position. As a result, the patient's ipg was explanted and replaced. The doctor also implanted the replacement ipg in a higher location than the previous pocket site.